Event description:
It was reported that during an attempted implant, the lead was tentatively extracted in which it was determined that the inside of the lead was completely red due to blood ingression. The physician elected to remove the lead and replaced with a new lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was observed to have blood ingression. The analyst noted that by design, the left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress, which is not considered out of specification.